Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 300 mg/dl after breakfast. She changed the insulin cartridge and infusion set and bolused through the infusion device but was unable to resolve the issue. She then found the basal rate had changed automatically from basal rate a to basal rate b. The pt stated, the keylock was activated. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion device was requested to be returned for eval.